Manufacturer narrative:
Concomitant medical products: ddmb1d4, ICD, and 6935m62, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent undersensing on current and stored electrograms (egm). The right atrial (ra) lead exhibited high thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.